Event description:
Fascia was closed using a disposable fascia closure device. After the device was used, the scrub inspected the instrument and noted that it was missing a part of the tips used to grab the tie. The operating room team searched for the missing piece and compared the defective crossbow device with a new one and found that the piece was stuck inside the device. The piece in the device was retrieved without pt harm.